Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).